Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the micro switches on the door latch . A field service engineer shutdown the device and replaced the micro switches on the door latch. Rebooted the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.